Event description:
This case occurred in the united states. According to the information received on (B)(6) 2022, a patient was injected on (B)(6) 2022 in the left cheek with a rha 4 product, 0.1 or 0.2 ml. Immediately after the injection, the patient developed a hematoma and the injector suspected a vascular occlusion. As reported, the area was also tender to palpation. As corrective treatments, the patient received aspirin, warm compress, and massage to the area. As further treatment, four vials of hyaluronidase were used to dissolve the filler. At the time of this report, the event was resolved or resolving (as reported). No additional information was provided since.

Event description:
This case occurred in the united states. According to the information received on 25-oct-2022, a patient was injected on (B)(6) 2022 in the left cheek with a rha 4 product, 0.1 or 0.2 ml. Immediately after the injection, the patient developed an area on the left cheek with pink and purple coloration. This was documented first as a hematoma but the injector suspected a vascular occlusion. As reported, the area was also tender to palpation. As corrective treatments, the patient received aspirin, warm compress, and massage to the area the same day. As further treatment, four vials of hyaluronidase were used to dissolve the filler. The following day, on (B)(6) 2022, the patient received a fourth hyaluronidase injection. The same day, the patient also went to hyperbaric chamber and reported no pain or numbness at the injection site. At the time of this report, the event was resolving. No additional information could be obtained..

Manufacturer narrative:
Additional MFR narrative: vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.